Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reported stated that foreign matter described as black dots was noted on the drip. There was no report of harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One (1) used 142560488 primary plum set was returned for inspection. As received, multiple black spots were confirmed visible in the drip chamber. The drip chamber was cut open and the particles were confirmed to be embedded in the drip chamber wall, not in the fluid path. The combined area of the particles failed the allowable surface area of embedded material. The reported complaint can be confirmed. The most probable cause is burnt material embedded in the wall of the drip chamber during the molding process in costa rica. The embedded material is not in the fluid path, and does not affect the functionality of the device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 update: sample was received on feb172023 for investigation.